Event description:
The customer reported non-reproducible troponin I (access accutni+3) results for seven (7) patients on the access 2 immunoassay system serial number (B)(4). The customer reported that the samples were repeated on the same access 2 immunoassay system after troubleshooting hardware errors produced by the wash valve. The customer did not supply patient reports or result values. The customer reported issuing corrected reports for the seven (7) patients. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results obtained. Quality control (qc) was within the customer's established ranges prior to the reported event. The customer also obtained a passing system check prior to the reported event. The patient samples were collected in lithium heparin tubes (with and without a gel separator). Samples were centrifuged for three (3) minutes at room temperature. The customer did not supply the centrifugation speed used to process the samples. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) assisted the customer in dismantling, cleaning and reassembling the wash valve portion of the wash pump. After completing the wash valve cleaning all verification testing passed within published performance specifications. In conclusion, a hardware malfunction is the cause of the reported event as cleaning of the wash valve corrected the issue the customer was experiencing.